Event description:
It was reported that during a transcatheter therapy procedure, balloon inflation and deflation difficulties were encountered. The 80% stenotic lesion was located in the non-calcified left anterior descending (lad) artery. The 2.0 x 20 maverick2 monorail ptca catheter crossed the lesion, however, the balloon failed to inflate despite three attempts. The maverick2 monorail ptca catheter was removed from the pt without difficulty. Outside of the pt, multiple attempts to inflate the balloon were made. When the balloon eventually inflated, it was observed that the inflation was abrupt and then the balloon failed to deflate. The procedure was successfully completed with another of the same device. No pt complications were reported. The pt's condition was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending and similar complaint trending review for the product family will be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).